Event description:
It was reported that customer received a battery out limit alarm after changing batteries due to no delivery alarm. Customer's blood glucose was 519 mg/dl. During troubleshooting, insulin pump passed the battery out of limit alarm. Customer will be changing batteries as they were using rechargeable batteries. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.